Event description:
It was reported that during ICD change out, an insulation break was noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event. Other text : na.